Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end, a kink in the sheath assembly from femoral marker to the distal end and a damage in the femoral marker/marker flakes off. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No leaks were observed during the flush testing. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the damage in the femoral marker/marker flakes off is undeterminable. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that lost image and water leak occurred. The 95% stenosed, 32mm in length, 3.0mm in diameter target lesion was located in moderately tortuous and mildly calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, the opticross¿ could not show the image and the water was leaking fro the proximal part of the catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed sheath marker flakes off.